Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 524-525 mg/dl. Cause of bg was unknown. Customer delivered a correction bolus to address the issue.